Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving dilaudid 4 mg/ml at 2.211 mg/day, bupivacaine 30 mg/ml at 16.582 mg/day, compounded baclofen 250 mcg/ml at 138.18 mcg/day, and clonidine 250 mcg/ml at 138.18 mcg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported that on (B)(6) 2016 the patient experienced 'shaking and going through with withdrawals'. The physician's clinical diagnosis was intrathecal opioid withdrawal. The patient missed their scheduled pump refill appointment secondary to patient non-compliance. Device interrogation revealed the pump empty reservoir alarm occurred on (B)(6) 2016. The pump was refilled and reprogramming occurred on (B)(6) 2016 resulting in an unscheduled clinic visit. The etiology of the event was noted as related to the drug (hydromorphone, bupivacaine, baclofen, clonidine), device or therapy and not related to the implant procedure. The drug action that caused the event was specified as 'empty pump reservoir'. The outcome was indicated to be 'resolved without sequelae' as of (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.